Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the reported pump module over infusion was not able to be confirmed from the log analysis or could be replicated during device testing. However, laboratory testing found backflow from the secondary administration set flowing past the check valve and upwards into the drip chamber of the primary administration set, which can be perceived as an over infusion. ¿ the inspection and testing process did not find any existing malfunctions. The suspect pump module along with the returned administration sets were found to be infusing within specification with no observances of unregulated flow occurring. The sear was also found to be properly closing the administration set safety clamp when the door was opened. ¿ the administration set¿s check valve was tested by filling a primary bag. Backflow was observed with the blue dye flowing past the check valve and upwards into the drip chamber of the primary administration set. This indicates that the administration set has a faulty check valve. ¿ an associated administration set complaint (pr 10780443) was opened for back flow issues ¿ the reported event date was august 31, 2024, the event time was reported about 5:20 pm. ¿ the log analysis started on august 31, 2024, at 2:52 pm, when the first infusion was performed with the suspect pump module the day of the reported event with a rate of 125ml/hr and a vtbi of 1000ml. ¿ at 2:54 pm a remote IV programming was received; an adult profile was selected with a drug ID=1. Then an infusion was started with a volume to be infused (vtbi): 1000ml, rate: 125ml. ¿ at 3:16 pm remote IV programming was received; an adult profile was selected with a drug ID=816. Then a secondary infusion was started with a volume to be infused (vtbi): 500ml, rate: 125ml. ¿ at 4:57 pm the pump module was alarmed and infusion stopped with a primaryvolumeinfused=43.146ml; secondaryvolumeinfused=210.765ml, then the door was opened and closed. ¿ per the bd alaristm system with guardrails user manual (v12.1) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. ¿ the air in line (ail) assembly was observed to be a third-party part from an unknown manufacturer. ¿ facilities have been informed by the third-party parts notice, dated 07 february 2022, that only original bd parts and components are to be used in any maintenance, repair, or use with bd devices. ¿ bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: ¿ mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. ¿ repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported pump module over infusion was not able to be identified from the log analysis or from device laboratory testing. However, laboratory testing confirmed backflow from the secondary administration set flowing past the check valve and upwards into the drip chamber of the primary administration set. This situation can result in a perceived over infusion condition as the secondary fluid back flowed into the primary bag. Note that this report lists imdrf annex a040502, a0401, a1801, g02017, g04037, c07, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the patient was prescribed with sodium phosphate infusion (20mmol in 500ml 0.9% nacl) to run at 125ml/hr. The clinician scanned the medication into the mar (medication administration record) and verified that the rate on the IV pump screen was correct. At about 1720, the patient's family alerted the nurse that blood had back flowed into the IV tubing and all the way to the top of the sodium phosphate tubing. The nurse entered the room and saw that the sodium phosphate bag had run dry. The medication bag should have run in 4 hours, but it was reportedly infused too quickly. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was prescribed with sodium phosphate infusion (20mmol in 500ml 0.9% nacl) to run at 125ml/hr. The clinician scanned the medication into the mar (medication administration record) and verified that the rate on the IV pump screen was correct. At about 1720, the patient's family alerted the nurse that blood had back flowed into the IV tubing and all the way to the top of the sodium phosphate tubing. The nurse entered the room and saw that the sodium phosphate bag had run dry. The medication bag should have run in 4 hours, but it was reportedly infused too quickly. There was patient involvement but no harm.